Manufacturer narrative:
Mmdg has not yet received the device, and is unable perform an evaluation. This report is being filed because the patient reportedly experienced a condition requiring a visit to the hospital for treatment.

Event description:
The initial reporter stated: "(B)(6) 2013 is receiving a solution of 240ml warm volvic (water) and 60g maltodextrin. This solution is fed overnight via infinity at rate 20ml/h. In the night from to the pump stopped after 2 hours of feeding without giving any alarm. The child fell into hypoglycemia and was brought to hospital. In the afternoon of the same day he could went home again. This was not the first incident - the same happened approx. 10 weeks ago. . . All samples will be collected for investigation." (B)(4).